Event description:
It was reported that error 304: "energy too low" displayed during lasing. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.